Manufacturer narrative:
The insulin pump was received with blank display due to battery connector not plugged in properly. Analysis was unable to perform rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test due to blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose was 185 mg/dl at the time of incident. The customer's blood glucose was 252 mg/dl at the time of call. The customer's blood glucose was 275 mg/dl at the end of call. The customer stated that the battery compartment and spring were not damaged or corroded. The customer stated that the battery cap was not damaged or corroded. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.